Event description:
Additional information received reported that the device was "not working" one month after implant. The reporter stated that the device first wasn't working when the patient walked, then when he stood, then when he sat, and eventually it stopped altogether. It was reported that the patient told his doctor about it four times and was told to turn the amplitude up. Four days later, it was reported that there was a loss of therapeutic effect. The reporter stated that the patient was told by his doctor to turn the stimulation up, but the patient couldn't turn it up because he felt stimulation in his "internal organ," specifically in the area of his stomach. It was reported that the doctor checked the system and it was confirmed that there was something wrong with the leads. An x-ray was done and the leads were still in place. It was reported that the doctor said the patient did "nothing wrong to damage the leads." It was reported that the patient said he had to have two surgeries. It was unclear if the patient would need separate surgeries to remove the device and implant another device. It was reported that the patient stated this was a "joke" and that his doctor wouldn't give him an answer when the replacement would be done. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Four days after implant, the patient stated that stimulation was intermittent and stimulation sensation was changing location. The patient was on program 1 at 2.0v "which was pretty powerful" and would cover both legs just fine, but if the patient moved all of the sudden, it would cover his right leg a lot and his left leg hardly any. If he got up and walked, it would stop stimulating as if there was a short or something, and if he took six or eight more steps, it would turn on again. The patient did not have the adaptive stimulation feature and only had one setting for legs and lower back. The issue also happened when the patient was sitting, and he moved certain ways, but the physician stated this would happen as the device shifted around in the spinal column. It was noted that this did not happen in the trial. The patient was also in pain from the implant procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3778-60, serial# unknown, product type: lead. Product ID: neu_silicone anchor, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the lead revealed the following: all conductors were found broke 25 cm from the distal end . Final device analysis of the anchor revealed the following: there were no significant anomalies found. The anchor was found cut.

Event description:
Additional information received reported an impedance test found all impedances to be high. Impedances were greater than 10,000 ohms. A lead replacement was performed the day of report. Patient status at time of report was noted as no injury.